Event description:
The pt reported he received an elevated blood glucose of 26 mmol/l (468 mg/dl) on (B) (6) 2010. Pt changed the infusion set and infusion tubing. Pt changed the infusion set and infusion tubing. Pt stated after 2 days he again experienced an elevated blood glucose. Pt reported he went to the hospital with a blood glucose reading of 36 mmol/l (648 mg/dl). Pt stated he was treated with an IV infusion and tested his blood glucose before meals. Pt reported there were no problems while in the hospital. No add'l info was provided. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.